Event description:
Caller reported that a tandem mobi pump shut down unexpectedly, and its leds were not blinking, with the reset screen appearing without warning. There was no adverse impact to the customer's blood glucose level. The caller was informed by technical support that the pump reset was a safety feature during a routine system check, and was advised to load a new cartridge and resume insulin delivery. The customer acknowledged the information and stated that he would proceed with the instructions independently.